Event description:
Consumer received a transport chair a month ago and while in the dining room at their assisted living residence, the end user scooted his chair back with his feet and fell backwards and hit his head on the wall. The nurses at the assisted living looked him over and said he was ok. Small cut on top of head. Laminate floor in dining room.